Event description:
The hcp felt only metal and not the reservoir septum when trying to access the pump at a refill visit. The appropriate refill kit, needles, and template were used; there was no pump depth issue. The pump moved in the pocket making it difficult to access. An x-ray taken the same day showed the pump was flipped and the catheter was disconnected. Please reference mfg report # 6000030200802825. The pump had flipped before, and the hcp just flipped it back. The pt had no symptoms; she was provided a percocet prescription. The pt was seen by an hcp and discussed pump replacement. The pt had recently moved and her family was trying to find a local physician to assume care of the pump. The device sys was used to administer morphine and bupivacaine. A follow-up report will be submitted if add'l info becomes available.